Event description:
It was reported that on (B)(6) 2010, a xience prime stent was implanted in a mid, left anterior descending (lad) artery and on (B)(6) 2012, approximately 29 months later, the patient was found at home deceased. The cause of the death is unspecified at this time. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.